Manufacturer narrative:
The device was returned to the manufacture and an evaluation is anticipated. This report will be updated when the investigation is complete.

Event description:
It was reported that during the cleaning process, the seal on the device was leaking an unknown substance. There was no patient involvement or adverse consequences to this event.